Event description:
It was reported that the patient experienced a cardiac arrest. It was also reported that the right ventricular (rv) lead exhibited loss of capture. It was also reported that the right atrial (ra) lead exhibited undersensing. The rv lead and ra lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.